Event description:
Leak at collect pressure dome reported during prime. Patient not connected. No alarm. Customer has aborted the prime, has discharged the kit and installed a new one with same lot c145. The customer has elected not to return the kit for investigation: kit was discarded. Customer provided photos for evaluation.

Manufacturer narrative:
A review of lot c145 was performed and there were no nonconformances associated with this type of failure for this lot. This lot met release requirements. Trends were reviewed for complaint categories: pressure dome deformed and tubing - damaged, and no trend was detected for either of these categories. Pressure dome deformed was investigated through CAPA (B)(4); this CAPA has been closed. The assessment is based on information available at the time of the investigation. Evaluation of the photographs provided by the reporter is still in progress at the time of this report. A supplemental report will be filed when this evaluation is complete. Kit unique identifier (UDI) #: (B)(4).